Manufacturer narrative:
The device was received with blank display due to open lcd drive board. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of their insulin pump displaying a blank screen. The customer's blood glucose level was 106mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.